Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained discordant na, k and cl results. The customer also stated that they ran quality controls and level 1 was within acceptable range but level 2 was out of range. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse replaced the rotary valve seal and installed a new bottle of the salt bridge and the sample diluent. The cause of discordant, falsely low na, k, and cl on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low results were obtained for sodium (na) on two patient samples while discordant, falsely low results were obtained for potassium (k) and chloride (cl) on one of two patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher than the initial results. The repeat results from an alternate dimension exl instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.